Manufacturer narrative:
G4: 23dec2020 b4: (B)(6) 2020 the customer ordered a new user interface (ui) assembly and replaced the defective user interface on their device to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/16/2019.

Event description:
The customer reported that the display on the device is black. The customer troubleshot with tech support over the phone. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.